Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level ranged from 126-127 mg/dl. Customer reverted to an alternate form of insulin therapy.